Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced crimped cannula event on (B)(6) 2024. The event occurred after three hours of insertion. The infusion set was in use for 1 day. The infusion set was inserted in leg and abdomen. Blood glucose level reported during the event was high. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.